Event description:
It was reported that the device had logged multiple event codes and had a very low volume in relation to the voice prompts. The device also was unable to detect a connection of the therapy cable assembly and therefore would not have been able to deliver defibrillation therapy, if needed. There were no reports of any patient involvement with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was a shorted capacitor, designator c53, on the analog pcb assembly. The customer received a replacement device.